Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took longer than expected to see insulin coming from the tubing during the load fill tubing process. Contact stated that they may be not pulling enough air out of the cartridge before inserting insulin during the load process. The customer did not provide blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer was able to complete the load process and resume insulin delivery.